Manufacturer narrative:
The field service representative inspected the alinity c processing module, serial number (B)(6), and performed troubleshooting procedures including adjustment of the sample cup wash flow, cleaning the cuvette washer probes, and replacing parts but was unable to determine a single definitive part to be the cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Ticket trending review did not identify any related trends. Device history record review did not identify any non-conformances or deviations associated with the complaint issue. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the alinity c processing module, serial number (B)(6) was identified.

Event description:
The customer provided new patient information on (B)(6) 2023 for a falsely elevated alinity c magnesium result. The following data was provided: sid (B)(6): initial magnesium result = 3.08 mmol/l; repeat result = 0.75 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (complete sample ID as the characters exceeded the allowable space in this field). All available patient information was included. Additional patient details are not available. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer provided new patient information on (B)(6) 2023 for a falsely elevated alinity c magnesium result. The following data was provided: sid (B)(6): initial magnesium result = 3.08 mmol/l; repeat result = 0.75 mmol/l there was no impact to patient management reported.